Event description:
Consumer reports getting very erratic readings. Analysis run on clark error grid using mean average reading (207) as ref. Point vs. Bd readings (344) yielded data points in the c range of the grid, outside acceptable limits.